Event description:
The pt died of a pneumothorax and mi, on the operating table, prior to a hemicolectomy. At the beginning of the case the pt developed respiratory complications. Because monitor readings indicated no flow or end tidal co2, the crna diagnosed the problem as a bronchospasm. Steps were taken to break the suspected bronchospasm. During the next use of the anesthesia machine, the following day, a pt again developed symptoms of respiratory complications, however, this time the crna observed that the expiratory valve was stuck closed. He reportedly freed the valve and was able to complete the case without injury or complications.